Event description:
Patient underwent generator replacement surgery. The explanted product was discarded after surgery. The explanted generator has not been received by product analysis to date.

Event description:
It was reported that the patient¿s mother suspected that her daughter¿s vns battery was depleted since the patient could no longer feel normal, magnet, or auto-stimulation. Information was later received that the patient experienced an increase in seizures which the patient's mother suspected was due to a low battery. The patient's battery was found to be at the 11-25% status at an office visit, and the patient was referred for replacement due to the low battery. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.